Event description:
It was reported that the tip of an aleutian an coronal inserter was fractured and the outer shaft/handle was broken outside the or. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inserter.

Event description:
It was reported that the tip of an aleutian an coronal inserter was fractured and the outer shaft/handle was broken outside the or. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inserter.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this catalog number, similar complaints were identified. The device was not returned and is unavailable for evaluation. As the device was manufactured in 2015, it is likely that this fracture is a result of regular device usage over the course of 7 years. However, this can not be confirmed. H3 other text : status and location of the device is unknown